Event description:
It was reported that a user experienced continuous glucose monitor signal loss to the ilet while using a dexcom g7 sensor, and customer care guided the user to toggle the cgm selection from g6 to g7, use a magnet over the sensor, and complete the bluetooth pairing process, with instruction to allow time for reconnection. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education aimed at re-establishing cgm-to-ilet communication. Investigation of this case revealed a probable connectivity or pairing issue between the cgm and the ilet, with no evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user-interface or pairing workflow factors leading to temporary loss of cgm signal to the pump.